Event description:
During an in-clinic follow-up, loss of capture and decreased sensing variation were detected on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.